Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient wants to get a hold of a local manufacturer representative (rep) for a stimulation adjustment. Their stimulator was not functioning ¿properly/normally¿. Their stimulation was not controlling the symptoms as efficiently as they previously experienced and the stimulation was not covering the problem like it was. The issue began they want to say last (B)(6) 2018. The patient was redirected to follow up with their healthcare professional (hcp) and an email was sent to a local rep. The rep responded on (B)(6) 2018 indicating that they received a call from the hcp office requesting that a rep schedule an appointment to program the patient. An appointment was set for (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the spinal cord stimulator (scs) is functional and managing the pain that was present at the time of implant. The patient currently has some disease progress and early stages of dementia. The patient also has little family support. First scs was implanted in 1997. To resolve the issues the rep reprogrammed and educated the patient both on the remote and the recharger. The patient¿s weight was unknown at the time of the event. This information was confirmed with the physician. No further complications were reported/are anticipated.